Event description:
During the reported implant attempt, the suspect device could not be passed through the st. Jude introducer (8f diameter) or the guidant introducer (9f diameter) which were utilized during the procedure. As a result, the lead was not implanted.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica crm (dated oct 29, 2009), sorin is filing this MDR at this time. (B)(4). Conclusion: the deficiency as reported by the user was not duplicated during the laboratory investigation, because the lead passes freely through the recommended size of introducer (8f), and through the returned 9f introducer. The following issues could cause difficulties pushing the lead through an introducer: attempted introduction with a guidewire inserted, a sharp bend or kink in the introducer, as may be evidenced by the bend to the returned 8f dilator; however, no such bend was evidenced to the returned 9f introducer.